Manufacturer narrative:
Event date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette not attached alarms and any software required/recall update. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: device received on 7/11/2024. One device was returned for repair in used condition. There was a peeling downstream occlusion (dso) seal, and a sticking latch lock. This device has not been serviced in the past. Functional testing verified primary problem of cassette no attached alarms. The cause was a fault downstream occlusion (dso) sensor. Replaced the dso assembly to correct the issue. The device passed all functional tests after the repair.